Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer woke up with a low reading of 50 mg/dl. The customer treated with food and then had blood glucose of 350-470 mg/dl. The customer stated that the reservoir compartment smelled of insulin. The customer treated with injection via novolog. The customer was assisted with the self-test and it passed. The product was not returned for analysis.